Event description:
On 8/17/95, the pt underwent a lar (lower anteri resection) of rectal carcinoma. A 7 cm drain was placed in the lower right quadrant. The wound remained dry and clean postoperatively. On 8/22/95, the drain was removed. During this removal, the drain fractured and tubing remained in the pelvis. On 8/23/95, the pt returned to the operating room for removal via laparotomy.